Event description:
User experienced controls drifting out of range (B) (6) 2009. Specific number of patient samples affected not provided. Only the following patient example was provided which was discrepant. Sample type is serum. Initial result gave 6.5 mg per dl which failed delta check from user's lis. The sample was repeated on another p module at customer site giving 8.7 mg per dl and was reported. No erroneous results were reported, and patients not adversely affected. The field service representative determined contamination as the cause, and performed full system decontamination, replaced reaction cells and ran cell blank. Calibration and controls were run which recovered within customer's specification. System operation was observed with no errors and verified to be performing within specification.